Manufacturer narrative:
The device was not returned for investigation. Hence, we could not confirm the reported issue of the reported incident. Investigation into previous issues with a similar report has found the root cause of the malfunction to be a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, a design change is being implemented to address the issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements.

Event description:
It was reported a leak was found around the junction of the flush port of the shunt. No injury to patient was reported.